Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 34mm amplatzer septal occluder was chosen for implant using a 12f amplatzer delivery system. During procedure, the device was deployed but was not taking the desired shape and appeared to look like a cobra head. The device was retrieved back into the delivery system. There was no angulation in the delivery system. A 32mm amplatzer septal occluder was successfully implanted instead. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional and dimensional specifications when analyzed under non-physiological conditions. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.